Manufacturer narrative:
Additional information: d9, g3, h2, h3, h6. One 13f agilis steerable introducer sheath and dilator were received for evaluation. An event of aspiration was reported. Functional testing confirmed a leak in the hemostasis valve. The cap was removed from the hemostasis hub and the hemostasis seal was microscopically inspected. A puncture was noted in the side wall of the seal. The diameter of the puncture hole is consistent with the outer diameter of the needle. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the damaged seal and subsequent leak is consistent with misplacement of the needle into the seal through the introducer. The IFU states: do not remove dilator or catheter rapidly. Damage to the valve may occur, potentially compromising hemostasis.

Event description:
During an atrial fibrillation procedure, when aspirating the sheath, bubbles were noted. Flushing and aspirating was attempted again, but bubbles were noted again. The sheath was exchanged and the procedure was completed with no adverse patient consequences.